Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly opening the transfer set and provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the homechoice (hc). The hp had disconnected prior to the alarm without pressing stop and then reconnected during dwell. The technical service representative (tsr) explained the proper disconnect procedure during therapy and assisted to remove the cassette. Hp was to complete therapy with manual exchange. There was no patient injury or adverse event associated with this report. No additional information is available.